Event description:
Chemical peritonitis [chemical peritonitis]. Case description: spontaneous report was received on (B)(6) 2012 from a physician, via a company rep, regarding a (B)(6) female pt, initials (B)(6). The pt's medical history is significant for infertility. On (B)(6) 2012, the pt underwent uncomplicated laparoscopy for the history of infertility. During the surgery, the physician found stage 2 endometriosis. The physician performed electrosurgical removal and ablation of endometriosis. Because of "peritoneal injury", a slurry was prepared using two large sheets of seprafilm membrane placed in 40 ml of lactated ringers and then placed into the pelvis. On (B)(6) 2012, the pt reported abdominal distension, inability to pass gas and abdominal pain. The physician thought that there might be some type of "bowel injury"; therefore, the pt was admitted to the hosp on (B)(6) 2012. A number of lab tests were performed while the pt was in the hosp. The results were: wbc was normal; abdominal x-ray was normal, however, the pt had "hypoactive bowel sounds with diffuse tenderness and rebound tenderness." The pt was diagnosed with "peritonitis", but not given any antibiotics. The pt was observed in the hosp for three days. During the hosp stay, the pt experienced "fever to 104 once or twice", but "wbc remained normal with no left shift." On (B)(6) 2012, the pt had a cat scan with no abnormal pathology noted. The physician reported that the pt continued to stay "very tender." On an unspecified date, the pt finally had a bowel movement, and was discharged on (B)(6) 2012 with narcotic pain medication. The pt still has tenderness, pain, and rebound tenderness. The physician feels this is "quite unusual" for this type of procedure. His initial impression was that the pt experienced acute peritonitis, but there was no increase in wbc. The physician is aware of case reports of chemical peritonitis with seprafilm so that is what he is now thinking about the diagnosis. The outcome for the events of fever to 104, abdominal distension, inability to pass gas, bowel injury and hypoactive bowel sounds was reported as unk. The outcome for the events of tenderness/rebound tenderness and abdominal pain/pain was reported as not yet recovered. Concommitant medications were not provided. The intensity for the events of fever to 104, tenderness/rebound tenderness, abdominal pain/pain, abdominal distension, inability to pass gas. Bowel injury, hypoactive bowel sounds were not provided. The relationship between seprafilm and the events of fever to 104 tenderness/rebound tenderness, abdominal pain/pain, abdominal distention inability to pass gas, bowel injury, hypoactive bowel sounds was not provided by the reporting physician. MFR's comment: the benefit-risk relationship of seprafilm is not affected by this report.